Event description:
Ivus system did not recognize the catheter. Catheter plugged into the ivus system and an error message was displayed, prompting to disconnect and reconnect the catheter, then push the retry button.